Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was noted that the patient's right ventricular (rv) lead was undersensing. The implantable cardioverter defibrillator (ICD) also exhibited a detection issue and inappropriate classification of non-sustained ventricular tachycardia and ventricular tachycardia (vt) episodes. There is not enough information to disassociated the undersensing and detection from the death. The lead and device remain in the patient.